Event description:
It was reported that the patient's incision became infected. The patient was admitted for a pocket revision and it appeared that the incision had unraveled "a few millimeters." The cardiac resynchronization therapy defibrillator (crt-d) pocket was revised and the crtd remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.